Manufacturer narrative:
An investigation was initiated into the matter of, "of the broken sheath." The device was not returned for evaluation and the lot number was not provided. Without the lot number, the device history could not be reviewed. Trending for this condition has been reviewed, and there have been no other similar issues for this product line. Without the device, it is difficult to determine the root cause, due to the devices material properties, the intended use for this device and the location of the break described to us, (the center of the sheath) the probability of the device breaking into fragments during surgery is highly unlikely. It is possible that the device was compromised during reprocessing or to the type of mishandling. No other determination can be made. If the device is returned in the future, a follow-up report will be filed.

Event description:
The sheath broke during surgery. Fragments were missing and the surgeon was unsure if the pieces were in the pt. An x-ray was completed- and it was determined that the product is not radio opaque.